Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips kept falling out of the jaws of the device into the patient. It is unknown if they were retrieved. A second device was pulled and use and the same event occurred. A third device was used to complete the procedure. There was no patient consequence.